Event description:
Revision surgery performed on (B)(6) 2026 due to rotator cuff failure. Previous surgery occurred on (B)(6) 2021 for a total shoulder arthroplasty with smr anatomic components: glenoid metal back std (pn 1375.21.010, lot 2100627, sterilization 2100093). Liner for metal back std (pn 1377.50.010, lot 20at3k4, sterilization 2100083). Finner stem dia20mm (pn 1304.15.200, lot 1804199, sterilization 1800137). Finned humeral body (pn 1350.15.110, lot 2022509, sterilization 2100045). Adaptor taper eccentrical (pn 1331.15.274, lot 2016589, sterilization 2100139). Humeral head dia50 (ppn 1322.09.500, lot 1503172, sterilization 2100045). Due to rotator cuff failure, the original implant has been converted to a reverse configuration removing the above-mentioned humeral head, adaptor taper and liner for metal back and replacing them with: connector+ screw small std (pn 1374.15.310). Glenosphere dia36mm (pn 1374.09.111). Reverse humeral body (pn 1352.15.010). Extension for reverse humeral body (pn 1352.15.001). Reverse liner standard (pn 1360.50.810). Surgery was completed as intended. Patient is male, date of birth (B)(6) 1951. The event occurred in the united states.

Manufacturer narrative:
Preliminary review of manufacturing and sterilization records did not highlight any pre-existing non-conformity relevant to the issue. The manufacturer will submit a final report as soon as the investigation is completed.